Event description:
It wa reported that a data loss occurred on the syngo imaging system. Siemens was performing re-archiving of pacs at the customer site. During the re-archiving process all studies were automatically brought from the customer's hardware to a short term storage (sts) and then archived to a new device. During the re-archiving process a tech coincidence led to studies being purged before the process was successfully completed. During the multiple manual check-ups and tests, this issue was not discovered. Therefore the customer proceeded with reusing the old hardware. On (B)(4) 2014, siemens was notified by the customer that some of the de-archived studies could not be located by the customer. First analysis showed that about 13500 studies out of the several million de-archived studies might be lost. The missing studies were dated between 2002 and 2009. There are no injuries attributed to this event. The reported event occurred in (B)(6).

Manufacturer narrative:
This event was investigated by our factory experts. The investigation showed that the reported data loss was caused by a problem in the tool which was used for the re-archiving process. After the re-archiving process is completed, studies are marked in the database with a status update value which provides a result of the re-archiving (e.g. "Successful", "not applicable" or "failed"). The re-archived studies get marked as "failed" or " not applicable" when re-archiving process cannot be completed or is not required (e.g. Studies are available in the sts). In the reported case this used tool silently ignored all series which had been de-archived before. This caused the studies that were available online not to be considered by the tool for re-archiving as their status values were interpreted as successfully re-archived during the migration process. Due to this misinterpretation of status values, the data was not properly migrated. While creating the report for re-archiving of each device, a double check was performed. Additional manual verification steps were also taken to confirm that all data was migrated. All these verification steps were based on the assumption that all data with the above mentioned status values are considered to be successfully re-archived. This assumption was incorrect and, therefore, the data loss was not detectable to the customer. The lost studied are no longer available on this system, as the customer re-used the hardware. This stimulation is considered a single, unique issue from this site at this particular method of re-archiving was only used at this one facility. This issue is not considered a general problem among other customers or general product failure. This report was submitted (B)(4) 2014.